Event description:
Procedure type: laparoscopic assisted distal gastrectomy. According to the reporter: after surgery, it was noticed that a black plastic part of flexion was missing. It was unclear whether the part fell into the pt cavity. No bleeding occurred. No tissue damage occurred. There was no pt harm. Operative time was not extended.

Manufacturer narrative:
(B)(4).